Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one (1) bent severely grip, causing them to be misaligned. The grips were not found to be cracked. A clip cannot be properly loaded into the clip groove of the grip-tips. The complaint regarding the tip will not fire correctly was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the medium-large clip applier instrument would not fire correctly. The medium-large clip applier instrument holds on to the clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the issue occurred while opening the clip after closing on the vessel/tissue. The issue was not related to unexpected motion of the clip applier. Occurred during the first application. They utilized a backup to resolve the issue. The instrument has been returned and they are not sure if any photos or videos are available for review.